Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump passed self-test no alarms occurred during testing. However, the insulin pump alarmed due to corrupted history file. The insulin pump passed the error test. No alarm noted. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.

Event description:
Customer reports to have high blood glucose as requested troubleshooting of insulin to verify cause of high blood glucose. Customer's blood glucose was not given. During troubleshoot, alarm history showed low battery, unexpected restart, signal too low, and spanish software anomaly alarms. Customer will continue to use old insulin pump until the arrival of his new insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).